Event description:
The manufacturer's representative reported that the pump was explanted and replaced with a similar device after an implant duration of 15 months. The reason given for explant was "pump not working". A follow-up report will be sent if additional information becomes available.